Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Because the nail is not broken into two parts, an examination of the fracture surface is not possible. Only a crack approx. 1 cm below the proximal receptacle of the lateral nut is clearly visible. The origin of the fracture is lateral and runs medially. There is no evidence of material and manufacturing problems. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with kf151t - targon pft nail 10x260mm 125°right. According to the complaint description, the targonpft nail was reportedly broken. There is a crack running around the root where the diameter becomes thin from the proximal part of the nail. The complaint nail is going to be removed on (B)(6) 2020. The patient has difficulties in walking due to the broken nail a revision surgery was necessary. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference cc (B)(4) .